Manufacturer narrative:
(B)(4). Dur to age of unit, customer advised to remove AED from service. Customer will not be returning the device for eval. Date of MFR: month unk. Mfg between the yrs of 1999 - 2000. The AED is not going to be evaluated. This report is based on the info provided from the customer.

Event description:
AED reported to have self-test failure. No pt use is associated with this event.